Manufacturer narrative:
Further information will be provided following the conclusion of the manufacturer's investigation.

Event description:
An arjohuntleigh service tech attended the client's premises to repair an enterprise 8000 bed. After inspection of the bed, he had found that the thread boss inside the casting of the lhs backrest hinge had broken/sheared off, allowing the hinge to separate. This has resulted in the backrest becoming misaligned. It was also found the la27 backrest actuator itself has also failed to extend or retract under its own power.